Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant alleged that during subsequent biomed testing, the malfunction was observed. However, after removing and replacing ac and battery power, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.